Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited rv noise, oversensing, pacing inhibition without asystole, and resulted in inappropriate shocks. No therapy exhaustion occurred. A lead fracture was noted. Patient isometrics were able to reproduce the noise. A surgical revision was performed, and there was no visible fracture via fluoroscopy. Visual inspection of the device header revealed proper insertion of the lead and tight setscrews. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.